Event description:
Customer's mother reported receiving an error alarm on the insulin pump. The blood glucose reading was 333 mg/dl. Customer was treated with manual injection. She also reported that they were receiving an alarm for a loose drive support cap. She stated that the insulin pump had not been dropped or bumped. She stated that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.